Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked in unspecified location. The issue was identified during preparation, when opening the package containing the device. It was further reported there was significant leakage in the packaging and drops of liquid fell on the cart and floor. There was no patient involvement. No additional information is available.